Event description:
It was reported that a patient experienced pain at an unspecified time post-operatively which the patient has attributed to a device failure and damage to his spinal cord.

Event description:
It was reported that a patient experienced pain at an unspecified time post-operatively which the patient has attributed to a device failure and damage to his spinal cord.